Manufacturer narrative:
D4 lot number updated.

Event description:
It was reported that the balloon burst. An agent dcb br 2.25 x 20mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad). During the procedure while inside the patient, the physician noticed that the balloon burst during inflation. The device was removed, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the balloon burst. An agent dcb br 2.25 x 20mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad). During the procedure while inside the patient, the physician noticed that the balloon burst during inflation. The device was removed, and another of the same device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
D4 lot number updated. The returned product consisted of the agent balloon. A visual inspection revealed a longitudinal tear in the balloon. A microscopic analysis showed that the inner lumen was stretched at 4.9cm from the distal tip. The exposed section of the inner lumen within the balloon tear was flattened and stretched proximally to the proximal balloon cone. Based on the reported event details, the balloon burst most likely occurred due to an interaction with the challenging anatomy (severely calcified). The inner lumen damage and markerband movement most likely occurred during withdrawal activities most likely due to an interaction with the guidewire as an act of unintended use error. This product investigation is assigned the most probable cause classification of adverse event related to patient condition.

Event description:
It was reported that the balloon burst. An agent dcb br 2.25 x 20mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad). During the procedure while inside the patient, the physician noticed that the balloon burst during inflation. The device was removed, and another of the same device was used to successfully complete the procedure. There were no patient complications.